Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the helix could not be retracted due to the distal conductor fractured. The distal conductor fracture did contribute to the electrical complaints. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance which triggered an alert. The lead also a high number of v-v intervals and noise. During the lead revision the lead helix would not retract. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.